Event description:
The patient reported occlusion issue with the infusion set site and had high blood glucose levels which was treated by multiple daily injection (mdi) or the pump on (B)(6) 2026, and symptoms were observed within three or more hours after insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.